Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2016. It was then stated that the patient became infected at the location of the implanted wire so the device was explanted in (B)(6) 2016; there was not a greater than 50% reduction in symptoms. The cause and what troubleshooting was performed related to the event were stated to be unknown.

Manufacturer narrative:
Other applicable components are: product ID 37085-60 serial# (B)(4) product type extension product ID 3389s-40 lot# va121cj product type lead product ID 3389s-40 lot# va12apq product type lead product ID 37085-60 serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2016 product type extension if information is provided in the future, a supplemental report will be issued.